Event description:
A customer contacted baxter's technical service center reporting an alarm during the last fill on the home choice (hc) and home patient (hp) changed out a solution bag. The hp stated she was unable to reset the alarm and called her nurse who advised the hp to replace the final line bag with a new bag to resume therapy. The alarm returned. The technical service representative (tsr) advised the hp not to disconnect and reconnect supply bags as this allows air to enter the system. The tsr assisted to end the therapy on last fill cycle. The hp may do a manual later to finish therapy. During follow up with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the changing out of a solution bag, the pdn stated she was coming back from vacation and had spoke with the home patient (hp). The hp stated she had the alarm and that she changed out the solution bag. The pdn stated the hp was doing fine with therapy and the hp was aware to change out all supplies due to risk of contamination. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product is confirmed because the patient reported during trouble shooting of an alarm situation, check lines and bags, patient switched a solution bag only and reused rest of the disposable set, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.